Event description:
It was reported an infection was present at the ipg site. Patient was prescribed oral antibiotics and is working with an infectious disease specialist.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
An infection was present at the ipg site was reported to abbott. The patient was prescribed oral antibiotics and is working with an infectious disease specialist. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.